Event description:
Additional information received from the patient reported that since the device was implanted a full charge was not lasting that long for them. The patient was implanted for non-malignant pain.

Event description:
It was reported that there was no stimulation sensation. The patient¿s stimulation was not coming on. The patient stated, ¿every other day this thing is shutting off.¿ the patient stated she kept, ¿charging up and this thing keeps dying out.¿ the patient was referring to the implantable neurostimulator (ins). The patient recharged the ins the night prior to report, and now this morning she could not turn stimulation on or off. The patient was asked if she was conducting a full or partial charge and the patient stated she was charging for eight to nine hours. This happened last week as well. The patient stated it started happening about a week ago. The patient was able to communicate with the recharger and had three boxes. The patient did not see any lightning bolt (ins off), but then stated there was a lightning bolt. The ins icon was flashing and it was all shaded in. It was reviewed with the caller that this meant the ins had been charged. The recharger antenna was repositioned, and was able to get all the coupling boxes. The patient did not use the recharger belt. The patient was not feeling the stimulation. The patient was asked to use the programmer, and was not able to communicate. The patient saw a circle, a ¿lid thing¿, and ¿lightening coming out of a square.¿ patient services thought the patient may have been seeing the replace your batteries screen. The patient then put in new batteries. The patient stated she observed a ¿circle with a snake like thing coming out.¿ then, the patient observed a ¿triangle with a balloon.¿ at one point the patient did say she observed a question mark. Patient services tried for a long time, but were never able to understand what the patient was observing. The patient was still not able to communicate. There was a problem with the patient programmer. The patient stated the doctor said to call the manufacturer. The patient might have to meet with a manufacturer's representative. The patient stated she was driving and did not have her ins. The patient stated she just left the healthcare professional (hcp) office and was told to call the manufacturer. Later, a manufacturer's representative (rep) was contacted. The rep was at the doctor¿s office and the rep had reached out to the patient. The rep met with the patient and provided further education on the device. They were tentatively planning tom meet (B)(6) 2015 at the physician¿s office. They may reprogram the patient¿s device. The rep did not know if the patient was currently receiving effective stimulation. As of(B)(6) 2015, a manufacturer's representative had not seen the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, lot#, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).